Manufacturer narrative:
After battery installation unit gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform functional tests including displacement and self tests due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported by phone call that the insulin pump had blank display or missing segments. Customer's blood glucose was 246 mg/dl. The patient's mom stated that her daughter was playing and she fell on top of the pump and the screen turned grey and the alarm was alarming. Customer was advice to revert to back up plan per health care professional. The pump will be return for analysis.